Event description:
It was reported that pump experienced malfunction alarm with malfunction code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance, did not experience repeat malfunction after reset, and was advised to continue using pump and to call back if malfunction recurred, which customer acknowledged and understood.